Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear lead upn: (B)(4). Model: sc-2218-70 serial: (B)(4). Batch: 7074519.

Event description:
It was reported that the patients leads had migrated. The patient underwent a lead replacement procedure wherein a paddle lead was implanted. The patient was doing well postoperatively. Explanted leads will not be returned.